Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr) and posterior leaflet prolapse for a mitraclip procedure. After grasping the mitral valve leaflets with a mitraclip xtw, the mr was reduced to grade <1. The blood pressure increased an additional 40mmhg, and the patient was hypertensive. Acute bradycardia was present with no p-wave in ECG or change in rhythm, and the heartrate was 20-30bpm. The procedure proceeded in haste in order to prepare the patient for a pacemaker. The mr increased during pre-deployment establish final arm angle (efaa), and clip opening was not observed. After deployment, the mr had increased from the pre-deployment grade. The clip was observed closed before deployment, and had opened to 60-80 degrees. An additional clip was deployed to stabilize the xtw clip. Per the physician, the increased cardiac output resulted in an overload for the heart, resulting in hemodynamic instability (aforementioned hypotension and acute bradycardia). After 5 minutes, the rhythm and blood pressure stabilized without requiring intervention (pacemaker). The mr was reduced to grade 2.

Manufacturer narrative:
All available information was investigated, and the reported unintended movement of clip opened while locked could not be replicated in a testing environment. A review of the lot history record identified no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on the images/cine review and the information provided by the account, a cause for the reported clip opened while locked cannot be determined. Additionally, a cause for the reported bradycardia and hypertension cannot be determined. Bradycardia and hypertension are known possible complications associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. The imaging provided by the account were further reviewed by an abbott senior staff clinical engineer. The reviewer noted that ¿three (3) fluoroscopic still images were provided. All three images capture the same instance in which the two implanted clips can be visualized indicating the images were taken post deployment and removal of the second cds. The first clip (reported device) is located medially (bottom clip in then images) and appears to have an arm angle of ~50° - 60°. Comparatively, the second clip (no reported issue) appears to be in a fully closed position per the instructions for use (IFU) with an arm angle of ~20° - 25°. While these are estimations based on visual assessment with the unaided eye, it is apparent that the first clip (reported device) is opened beyond the expected fully closed position per the instructions for use (typically ~10° - 30°). No pre-deployment cine of the reported clip was provided. As such, no assessment or comment can be made regarding the pre-deployment state of the first clip (clip arm angle prior to dc detachment) and a potential arm angle change post-deployment cannot be determined based on cine evaluation. However, under the assumption that the reported clip was closed per the IFU prior to deployment, the post deployment state of the clip observed in the images provided presents with an abnormally large clip arm angle which is indicative of a clip open while locked (cowl) event. Therefore, the reported post deployment cowl is confirmed. There are no other observations based on the images provided.¿